Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
A ratchet tip of a grasper, elite suture broke during surgery. The blade of a double-edged knife broke during capsulotomy. A motorized blade and two tips of a flexible rf probe broke. All broken surgical instruments were successfully removed with a grasper. No patient injury or other complications were reported.